Event description:
Clip applier was intended to be used in a patient's abdominal cavity. However, it jammed when the surgeon attempted to fire it on the patient's tissue. No injury was sustained to the tissue. It simply did not fire a clip. The surgeon then removed the clip applier and handed it to the scrub tech who examined it, attempted to fire it again outside the body, and when it jammed again, removed it from the field. The scrub tech stated that a clip never came out of the clip applier.